Manufacturer narrative:
B3: month and year of event have been provided; day is unknown. No product or photos were returned therefore no device analysis could be completed. A device history record (DHR) review for the potential lot numbers showed there were no discrepancies or non-conformances during manufacturing. If the product is returned the manufacturer will re-open the complaint for further device analysis.

Event description:
It was reported that the cuff is leaky for air on the bivona silicone tracheostomy tube. The cuff is slowly losing air in the cuff, causing it to leak and this is audible. Tracheostomy tube change performed. The consequences are that the patients get pneumonia and atelectasis. An x-ray image of the lungs shows "retrocardiac atelectasis of the left lower lobe". There were no additional infiltrates. The patient also has pleural exudate, so it can be difficult to distinguish. Suspected lot numbers 4434858 and 4411167.